Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicates an error code 460-11. The complaint was confirmed during the power up test. The pump was calibrated, and new software was installed. The performance verification test was performed. All tests passed within specifications. Probable cause: software malfunction. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 460-11. There was no patient involvement.